Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore tag thoracic endoprostheses. It should be noted that the patient's aneurysm size was enlarging due to the dissections at the proximal and distal side before the procedure. After woke up, the patient presented paraplegia. A spinal drainage and medical treatment were performed. But the patient didn't become well. On (B)(6) 20102, the patient left hospital with both legs torpid. In (B)(6) 2010, it was known that the patient could walk by himself for a short distance but the paralysis still remained.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: tgt2815/8153225.